Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient was implanted on both sides, however the depletion on their left was faster than the depletion on their right. Their impedance was in the range of 300-399 ohms. Surgical intervention was planned. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating there was a high possibility of a cognition problem. No further information was reported at this time.

Event description:
Additional information received from a manufacturing representative (rep) indicated that due to cognition problem, the patient was uncertain whether it was charged, so whether ins rapid depletion occurred is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.